Manufacturer narrative:
(B)(4). The site has indicated the incident generator is not being returned to covidien for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported they experienced problems with unstable temperatures during an ablation procedure. The procedure was suspended. There was no harm to the pt however an additional procedure will be required.